Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer husband reported wife found 2 syringes with clear like liquid inside it. She used the syringe after noticed this and is fine. Discarded sample and used all others from this box, dc. Lot # unknown will not know. Catalog# unknown will not know. Date of event 11.21.2024. Sample status (B)(6)2024.